Event description:
Hcp reported catheter sheared-1997. The pt experienced withdrawal symptoms. The device was explanted but not returned to the MFR for analysis. The catheter was replaced and the pt is now doing well.